Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of incident where user reported receiving a persistent "glucose suspend" alert since yesterday, which has remained active for over two hours. An RMA was authorized for the sensor to enable further investigation.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. B4. Date of this report 06 dec 2025. D4. Additional device information updated. G3. Date received by the manufacturer? 06 dec 2025. H3. Device evaluated by manufacturer? No. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3321. H6. Investigation conclusions updated to 67.